Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be kinked. An 0x18 alarm was generated by the pod, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. Fluid was able to flow through the entire fluid path despite the kink in the soft cannula and no leaks were observed. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts or drive stalls indicating that there was no struggle to deliver insulin.